Event description:
Doctor reported it is impossible to unscrew the mount from the implant. Doctor confirmed procedure completed.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided a2: age at time of the event unknown / not provided a3: gender unknown / not provided a4: patient weight unknown / not provided d4: additional device information unknown / not provided e1: reporter name unknown / not provided g4: premarket identification k011028/k013227 h4: device manufacturer date unknown / not provided

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) tsv6b13, (impl tapered scr-v sbm 6m m 5.7mm 13mm) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, and the implant was attached to the mount. The mount wouldn¿t disengage/release from the implant as intended, during a functional test. DHR review was completed for the subject lot number 1252053. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1252053 for similar events and no other complaint was identified. Review completed utilizing keywords: does not disengage/release. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are incorrect techniques used during implant placement - customer error. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. H3 other text: investigation completed.